Event description:
It was reported that the ilet pump¿s screen was broken and nonfunctional, with the user unable to use the device afterward; the event involved a damaged user interface display and impaired device operation, and the user intended to return the device after syncing data and shutting it down. Symptoms included no injury and no reported adverse physiological effects, with blood glucose reported as unaffected. Outcomes included interruption of device availability and a need for device replacement, with the user continuing cgm monitoring via the dexcom app or receiver. Investigation included remote troubleshooting, collection of use information, and arrangements for device return and replacement. Investigation of this case revealed physical damage to the display consistent with a cracked or delaminated screen and resultant loss of usability. It was concluded that the event was due to physical damage to the screen; no patient harm occurred, and replacement was provided.